Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant hemoglobin a1c results. Ccc explained to the customer that advia methodology cannot be compared to biorad variant ii methodology, with which the repeat results were obtained. A customer service engineer (cse) was dispatched to the customer site. The cse investigated and found calibration factor c of the hba1c% ration formula was incorrect. The cse corrected the factor c. The cse recalculated the hba1c% for one of the sample, and the customer reran the samples in question and all results were matching the other platform to the customer's satisfaction. The system was returned to normal operation. The cause of the discordant hemoglobin a1c results is due to incorrect factor c formula. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low hemoglobin a1c results were obtained on a patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated at a sister hospital, using a different methodology, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low hemoglobin a1c results.

Manufacturer narrative:
The initial MDR 2432235-2017-00329 was filed on may 19, 2017. Additional information (05/24/2017): the calibration factor c of the hba1c% ration formula was incorrectly set to the factor used in a formula if manually pre-treating the samples. However, the customer uses the onboard auto pre- treat which requires a different factor c. The customer originally set this up with help from technical support center (tsc). The customer continued to have calibration failures with a different method, total hemoglobin (thb), and the tsc checked the settings but did not detect the error. The cause of the incorrect factor c set up was due to a human factors issue.